Event description:
As reported, an ipsilateral approach was made and an entry was made with an outback and percutaneous transluminal angioplasty (pta) was performed in the superficial femoral artery. Then a guidewire crossed the cto lesion and a saber rx pta (25mm30cm155) was delivered. However, it ruptured at 8 atmospheres due to heavy calcification. Therefore, it was replaced with a new non-cordis balloon catheter and performed pta. The procedure completed successfully. There was no reported patient injury. The product was clinically used and has been discarded in the hospital due to infectious disease(s) and will not be returned for analysis. The patient was an (B)(6) female. The target lesion was the superficial femoral artery and the bk. The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was 100% (cto). The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol (bistage 300) contrast media was used. The contrast to saline ratio was 1:2. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The procedure was completed by replacing it with a new balloon.

Manufacturer narrative:
As reported, after a guidewire crossed a chronic total occlusion (cto) lesion, a 2.5x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) was delivered; however, it ruptured at eight (8) atmospheres (atm) due to heavy calcification. Therefore, it was replaced with a new non-cordis balloon catheter and performed pta. The procedure completed successfully. There was no reported patient injury. The patient was an (B)(6) female. The target lesion was the superficial femoral artery and below the knee (bk). The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was 100 % (cto). An ipsilateral approach was made and an entry was made with an outback before a pta was performed in the superficial femoral artery. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol (bistage 300) contrast media was used. The contrast to saline ratio was 1:2. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The balloon was inflated once prior to the burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17666086 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto lesion with heavy calcification) most likely contributed to the reported event as calcified/resistant lesions can damage a balloon as reported by the physician. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, after a guidewire crossed a chronic total occlusion (cto) lesion, a 2.5x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) was delivered; however, it ruptured at eight (8) atmospheres (atm) due to heavy calcification. Therefore, it was replaced with a new non-cordis balloon catheter and performed pta. The procedure completed successfully. There was no reported patient injury. The patient was an (B)(6) female. The target lesion was the superficial femoral artery and below the knee (bk). The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was 100 % (cto). An ipsilateral approach was made and an entry was made with an outback before a pta was performed in the superficial femoral artery. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17666086 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (cto lesion with heavy calcification) most likely contributed to the reported event as calcified/resistant lesions can damage a balloon as reported by the physician. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, an ipsilateral approach was made and an entry was made with an outback and percutaneous transluminal angioplasty (pta) was performed in the superficial femoral artery. Then a guidewire crossed the cto lesion and a saber rx pta (25mm30cm155) was delivered. However, it ruptured at 8 atmospheres due to heavy calcification. Therefore, it was replaced with a new non-cordis balloon catheter and performed pta. The procedure completed successfully. There was no reported patient injury. The product was clinically used and has been discarded in the hospital due to infectious disease(s) and will not be returned for analysis. The patient was an (B)(6) female. The target lesion was the superficial femoral artery and the bk. The patient¿s vessel level of tortuousness was unknown. The vessel was heavily calcified. The rate of stenosis was 100 % (cto). Multiple attempts to gather additional information have been made and have been unsuccessful.